Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent cartridge alarms occurred during the load process. There was no reported impact to customer's blood glucose level. Reportedly, the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 29 and 30 issue was verified; however, the alleged alarm 5 issue was unable to be verified.